Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump download verified a battery voltage drop on (B)(4) 2012 from 155 vdc to 139vdc at 12:11am. The battery was not returned with the pump for investigation. The battery compartment and cap were intact with no physical damage or evidence of moisture damage. The battery cap was able to attach securely to the pump. The pump powered on normally and was exercised for 24 hours, no overheating or power issues were duplicated. A battery cap contact test was performed and no battery cap connection defects were observed. Pump electrical current draws were tested and found to be within specification. The pump cover was removed to inspect for internal moisture ingress, none was found. The power flex, battery connections and internal components were tested for intermitting conditions and no defects were found. The complaint regarding the pump and battery overheating could not be duplicated during investigation.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump and pump battery felt warm to touch. The reporter did not allege any harm or injury because of the alleged issue. The reporter stated that the patient's blood glucose (bg) values were "129 and 130 mg/dl" that morning. The alleged issue was not resolved with troubleshooting. The reporter denied that there was water or corrosion in the battery compartment. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump and pump battery felt warm to touch. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.